Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that the high blood glucose was due to bent cannula. The customer's mother reported that they were not getting insulin due to bent cannula. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's mother stated that they attempted to treat the high blood glucose with manual injections. The customer's mother stated that they received a medical treatment at the hospital. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother stated that they had high ketones. The customer's mother stated that they experienced nausea and vomiting. The insulin pump will not be returned for analysis.